Manufacturer narrative:
Evaluation results: visual finding revealed multiple scratches and indentations observed on the exterior housing. Brown corrosion found on the magnet plate indicating that the unit was exposed to moisture. Both dust covers underneath the battery slots have been damaged. Upon opening the unit, all led pipes are damaged, and the broken led pieces and broken dust cover were loose inside causing a rattling sound when the unit was shaken. Evaluation of the unit found that the unit has power but does not sound when in use with sensor pad. The unit was tested and found to have a faulty speaker. This loss of functionality would result in the alarm's failure to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit has been in use for over seven years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for the failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
(B)(6) 2019 customer states that they have a sitter elite 8345 that has no sound or noise. The date the issue was discovered is unknown and no patient incident or injury was reported.